Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing low blood glucose (bg) levels (25-80 mg/dl). Insulin delivery would be stopped and food/juice were consumed to address the bg level. A few times, the customer's spouse had to assist the customer with providing the food as the customer was too shaky. The customer stated that the cause of the low bg was "her body"; however, after the night basal setting was changed, the customer's bg level was better.